Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. Initial reporter also sent report to FDA is unknown.

Event description:
It was reported that the device was presenting with error code 46510 alarm. No patient injury was reported.

Manufacturer narrative:
Additional information received on 29-jul-2022 via email and attached to complaint object: all issues with these pumps were discovered during testing and repair. No patient involvement was indicated. Event problem and evaluation codes: updates not required., correction: model number: 2120.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that the device was missing a sticker seal. Everything else was intact. There was no available evidence of the reported problem (error) recorded in event history log. The customer reported problem was duplicated. Pump was found to be displaying an error code and an alarm message during the investigation. A faulty microprocessor unit board was found to be the cause of the reported issue, which was replaced as corrective action. The root cause of reported problem was unknown. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customers reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.